Manufacturer narrative:
Additional information: the instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the instruments' wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, a snapped wire was identified on a prograsp forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the product is returned and evaluated and/ or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.